Manufacturer narrative:
Tech found that the head panel was not moving upwards. Replaced head up valve to resolve this issue. Bed found in hallway. No pt impact.

Event description:
Complaint received alleged that the head of bed was not moving. No pt impact.